Event description:
This complaint was submitted with limited information as it happened some time ago: it was reported that in the ICU, during care and maintenance, the catheter was found detached from the suture wing. The user was able to position the catheter back into place, and had the anesthetist inspect it. At time of reporting, it is unknown if there were complications as a result of this occurrence, however, there was no death reported.

Manufacturer narrative:
(B)(4). Device was discarded.